Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery. It was also reported that the insulin pump would not connect with the transmitter. The customer's blood glucose was 8.3 mmol/l at the time of incident. Troubleshooting for failed battery alarm was declined. The insulin pump will not be returned for analysis.